Event description:
The customer returned this shaver handpiece for repair with the report that it freezes up and stops working. There was no report of serious injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation findings: the shaver handpiece was returned for eval and the reported problem could not be confirmed. During testing, the on/off button did not work. Further investigation found the unit has the potential to run on its own related to pc board failure. A design change has been implemented for this failure. A design change has been implemented for this failure mode. To date, there have been no report injuries associated with this failure mode. This product will continued to be monitored for this failure. In addition, a review of conmed linvatec repair history for this unit found no prior repairs.